Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 202, the patient was hospitalized due to infection in the previous stoma site that had not spontaneously closed. The patient was treated with unknown intravenous antibiotics and was reviewed by the surgeon to close the previous stoma. On (B)(6) 2021, he was discharged.